Event description:
It was reported that the patient has expired after implant duration of approximately 0.2 months. On 03/03/2010 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. Per the operative report of (B) (6) 2009, "the patient tolerated the procedure well and was taken to the surgical intensive care unit in stable condition."

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also had another device implanted; (B) (6). Through follow up with the health care provider (via fax), the operative report of (B) (6) 2009 was received. Unfortunately, the cause of death was not provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.